Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the high-definition lcd monitor did not power on. The device smell of burned electronic component with black discoloration. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the approved final investigation. The device evaluation, and to update sections d9 and h3. The device was returned to olympus for evaluation, where service found the housing to have cosmetic wear and discolored vents. There was no ac power, and the g1 board was faulty. A review of the device history record found no deviations, that could have caused or contributed to the power issue. Based on the results of the investigation, the root cause of the power issue was a faulty g1 board. However, the definitive root cause of the faulty g1 board could not be determined. Olympus will continue to monitor field performance for this device.